Manufacturer narrative:
No button error alarm during testing. However, insulin pump had intermittent button response due to corroded buttons on keypad traces. Insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 230 mg/dl. The customer also stated they had exposed their insulin pump to high humidity. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).